Manufacturer narrative:
(B)(4). Batch # t5a20e. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the doctor was performing an abdominal perineal resection with a cs40g stapler, the stapler fired, and no staples deployed. It was not reported how the procedure was completed. There were no patient consequences reported. This is all the information known/available regarding this event.